Event description:
It was reported the pt had been experiencing difficulties turning on the stimulation. The pt indicated the amplitude had been stopping at perception. A full parameter diagnostic indicated several contacts have invalid impedance values. Reprogramming was attempted to no avail. X-rays are inconclusive. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.